Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2021. The customer reported that at the time of examination, an air injection occurred. Reporter states that patient was connected at the time and initially reported there was no injury at the time of examination. Later in the reporter, the reporter informed that there were air bubbles found in the patient's blood current.